Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 15may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a patient had a documented event of losing the ett adaptor during intubation causing a short term de-oxygenation. Additional information was received on 2-may-2017 that states, "the attending physician helping the doctor placed the tube not realizing that the adapter was not on the tube. The patient¿s lung pressure went into the 80¿s; however, the respiratory therapist was able to get the patient's stat¿s back up." No additional information was received.

Manufacturer narrative:
Correction: date of event. Describe event or problem - additional information received from the customer and this record has been updated. Additional information was received that provided a lot number and this information has been updated. Based on the device history records (DHR) for the lot number aa6125v01, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of 05jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information was received from the customer that states, the event date was corrected as (B)(6) 2017, and the lot number provided. No additional information was provided.